Manufacturer narrative:
Concomitant medical product: 5076-52 lead implanted: (B)(6) 2008. Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. It also indicated the impedance trend of the atrial pacing lead was variable. The full lead was returned, analyzed, and no anomalies were found. The setscrew marks on the connector pin were too proximal. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implantable pulse generator (ipg) replacement, the right atrial (ra) lead had a dramatic increase in capture threshold. The lead was capped and replaced. No patient complications have been reported as a result of this event.